Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient indicated for gastric stimulation and gastrointestinal/pelvic floor reported they were feeling ¿bad¿ for the first half of 2016, around the two year mark of the implant date. The patient saw the healthcare professional in (B)(6) 2016 and they confirmed the battery was dead. It was stated that it only lasted two years, whereas their previous devices lasted four years and were replaced due to normal depletion. The patient had a replacement scheduled for (B)(6) 2016, but was just denied due to a policy change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.